Manufacturer narrative:
Method: risk assessment. Results: the device was not returned, lot# not provided. Conclusion: the plausible root cause of the reported event cannot be determined conclusively since the device was not returned and is multifactorial in nature

Event description:
It was reported that the cage was implanted and inserter was removed, tried to place it better with tamp and the tamp broke the cage.